Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was replaced to correct the reported issue. No report of patient involvement. (B)(4).

Event description:
The customer reported an error found during start-up indicating a malfunction which may result in a loss of mechanical ventilation. There was no report of patient involvement.